Manufacturer narrative:
The sample is lithium heparin plasma that was centrifuged for 10 minutes at 3000 rpm. Qc was within the established ranges prior to and after the event. A system check was performed on (B)(6) 2010 and met the specifications. A bci field service engineer (fse) visited the site on (B)(4) 2011, and performed a preventive maintenance. All verification testing met the specifications. A definitive root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated troponin (accutni) result in the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient's sample. The result was reported out of the laboratory. Subsequent testing produced results within the normal reference range. The customer stated the physician ordered a stress test for this patient due to the elevated result of the accutni and an electrocardiogram.